Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-16. H6: investigation summary: thirty two open 32g x 4mm pen needle samples and seven photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on six samples and a broken non patient end of cannula was observed on twenty five samples, and a hooked cannula was also observed on four of these samples. A clog test as per tp700483 was carried on the remaining sample and no issues were observed. See attached data collection form. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that while priming with bd pen ndl 32g 4mm pro medication did not flow. The following information was provided by the initial reporter, translated from japanese to english: the patient attempted priming but drug didn't come out.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while priming with bd pen ndl 32g 4mm pro medication did not flow. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient attempted priming but drug didn't come out.